Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager was intermittently failing due to misalignment. A field service engineer realigned and tightened the bolts to ensure proper alignment. Firmware updates were then run by the field service engineer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es remote manager kept failing. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.